Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. H1: type of reportable event of serious injury being submitted due to no defect being found on the returned products. Meter and test strips were returned for evaluation - product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 25-mar-2026 - able to establish contact with customer who reported medical intervention since the last call stating he went back to the dr.'s office because the meter was giving high blood results. Customer stated that the dr. Changed the medication- he is taking jardiance.

Event description:
Consumer reported complaint for high and low blood glucose test results. Customer also called about e-5 labeling correction. Wife is calling on behalf of the customer. The customer stated his expected blood glucose test result range is 60-90 mg/dl fasting. The customer feels well and did not report any symptoms. Caller stated she is concerned the customer's meter is showing high and low results, it will show high results one morning, then low the next. Caller stated they went to a routine appt on (B)(6) 2026 and the doctor changed his medication. The test strip lot manufacturer¿s expiration date is 05/19/2027 and customer stated they did not remember when the test strips were open. Customer stated she will call his doctor to see if they should stop the metformin while he is waiting for the meter. During the call, a back-to-back blood test was not performed by the customer. The meter memory was not reviewed for previous test result history.